Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the unit was confirmed to have an air leak and the motor speed was zero during testing. The motor, bearing pack, o-ring, seal, and reciprocating arm were replaced and resolved the reported issue. It was noted that the device was manufactured in 2022 and has not since been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under: (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: hong kong.

Event description:
It was reported that outside of surgery the unit was leaking air. There was no patient involvement. Due diligence is complete, there is no additional information is available.